Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results was 67 mg/dl (this was the only results provided in the reported issue notes). Tests were done within < 10 minutes with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported.